Event description:
It was reported that this patient was experiencing some discomfort at the electrode lead tip. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.